Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following non-reportable defects were noted during the evaluation: adhesive at the tip is worn off, bending section cover was stretched, poor ultrasonic image, poor brush passage through the biopsy channel, leakage from the biopsy channel, and despite reprocessing the scope was still susceptible to klebsiella oxytoca. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Culture testing was performed by a third-party institution, and the results confirmed that there were no bacteria detected. Based on the results of the investigation, a relationship between the subject device and the reported event could not be identified. The results of the cleaning, disinfection, and sterilization (cds) checklist confirmed that there were no obvious deviations in the reprocessing steps from the instruction for use (IFU) manual. Therefore, a root cause could not be determined. The event can be detected/prevented by following the IFU in sections: chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedures chapter 8: cleaning and disinfection equipment this supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to clarify the statement indicating that the device was sent out for additional microbiological testing with negative results that was included in the h10 of the initial MDR. Rather, it was the user facility who confirmed that the samples that were sent from the scope came back negative.

Manufacturer narrative:
This report is being supplemented to provide a correction to the initial with information inadvertently left out. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 02, 2023. Sampling from: swabbing distal end unit. Cfu: no detection. Sampling date: nov 02, 2023. Sampling from: sampling solution instrument/biopsy/suction channel. Cfu: 0.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The device was sent out for additional microbiological testing, which came back negative. The user facility provided their cleaning, disinfection, sterilization process stating that precleaning was performed immediately after patient procedure. Water was aspirated through the instrument/suction channel with a suction pump and the air/water channel was flushed with water and air by using mh-948. Revital ox beside side complete 215mls enzymatic detergent was used in pre-clean 'bedside clean'. If manual cleaning was not performed within 1 hour, pre-soaking was performed. The device passed the leak test. The detergent used for manual cleaning was serchem neutrascope-a.f. The following instrument / suction channel, suction cylinder, instrument channel port, and balloon channel were brushed. The automated endoscope reprocessor (aer) used is gettlinge ed-flow with getinge dlc/poka yoke dlc detergent and getinge aperian poka yoke agent a and b disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration of the disinfectant was controlled. The water quality was filter water and the filter was replaced periodically in accordance with the instructions for use. One scope was used straight to the patient and dried with sterile gauze while others were placed in a drying cabinet. The device was stored in a drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the evis lucera ultrasonic bronchofibervideoscope was used on a patient (patient 1) who was subsequently found to be positive for klebsiella oxytoca infection (through samples of flushed fluid from the patient). The scope was reprocessed as usual and used on a second patient (patient 2) the following day. Patient 2 was also found to be positive for klebsiella oxytoca infection. The scope was used on a third patient (patient 3) seven days after patient 2 who then became positive for streptococcus. The patient did not have klebsiella oxytoca. The following day, the scope was then used on a fourth patient (patient 4), who was also found to be positive for klebsiella oxytoca infection. The staff then liaised with "ip" and a microbiologist and took the scope out of use. The customer indicated that although the scope was working, they are concerned that there was something with the scope leading it to be susceptible to harboring klebsiella oxytoca despite reprocessing. The customer was advised to send the scope for repair to olympus and the incident will be investigated. The customer has also reviewed patients on whom that scope was used on prior to patient 1, and none were positive for klebsiella oxytoca, so it was surmised that patient 1 was the initiator of the klebsiella oxytoca contamination of the scope. Additional information was later received from the customer. Patients 1, 2, and 4 all had an endobronchial ultrasound (ebus) to check for malignancy. The patients did not exhibit any symptoms and received antibiotics. None required hospital admission. One of the 3 patients with klebsiella was being managed by another facility, and the other 2 were progressing from a malignancy symptom point of view and are under palliative care and oncology. Patient 3 underwent an ebus under general anesthesia and was referred by another facility, therefore there was no further clinical information available. This patient was referred with a query of sarcoid after an incidental finding of enlarged lymph nodes on imaging as they have severe asthma on biologics. The referrer was informed of the growth and sensitivities, so it was presumed antibiotics were sorted locally. The customer also reported that the samples that were sent from the scope came back negative so if no fault was found on the scope after service, the customer would be happy to put the scope back into circulation after risk assessment. There was no further patient impact reported. This event is captured under the following related patient identifiers: (B)(6) - patient 1, (B)(6) - patient 2, (B)(6) - patient 3, (B)(6) - patient 4. This medwatch is for patient identifier (B)(6).